Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the time and date were intermittently resetting to the default during normal operation of the pump and battery changes. This complaint is being reported because the reported power issue was not resolved. There was no indication that the product caused or contributed to an adverse event.